Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient had experienced a loss or change of therapy. Patient's spouse stated during the trial, the patient was having a little urine emptying and they were told that it was okay; however, on saturday morning, the patient complained of back pain, had a overflow - this big gush that was sticky and was nothing but 700-800 cc's of blood. Patient went to ER and catheterized. Caller stated the patient only has one functioning kidney. Caller stated she spoke to doctor who was supposed to implant permanent today but decided to postpone until next tuesday. Patient would have cath until monday. Patient advised to consult with doctor for more information. There were no complications or that no further complications were reported.